Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No timeouts or drive stalls were seen in the device data. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose levels reached 303 mg/dl while wearing the pod between 4 and 24 hours. The pod fell off and the cannula dislodged from the infusion site (hip/buttocks). As treatment, a new pod was applied.

Manufacturer narrative:
The device was received with the cannula assembly fully deployed. No timeouts or drive stalls were seen in the device data. Inspection of the device found no issues that would cause the cannula to dislodge. The cause of the reported dislodged cannula could not be conclusively determined.